Event description:
It was reported by service report that there was no power at the 110 volt outlet. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: tripped breaker.